Event description:
During tips (transjugular intrahepatic portosystemic shunt) procedure in interventional radiology, angiographic catheter was found to be missing marker. Upon further inspection, the marker had broken off of the catheter.